Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 37 noted. Motor was tested outside device and passed. No battery or power anomalies noted during testing. (B)(4).

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 37 noted. Motor was tested outside device and passed. No battery or power anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that they changed the insulin pump and then was advised to rewind the pump, it worked for some time and received pump error. Customer reported that they were able to clear the alarm and were able to rewind the pump. It was reported that the customer performed displacement test and was failed. The customer reported that the insulin pump had insulin flow block alarm and were unable to finish. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.